Event description:
It was reported by the rep the device was used during a thoracotomy (lobectomy). It was reported further info must be gathered relative to the device. The pt expired after the procedure. However, the hosp contacts have indicated that the outcome was not device related.